Event description:
On (B)(6) 2013, it was reported that the patient had experienced elevated blood glucose of 180 mg/dl and his infusion device displayed e4 (occlusion error). The patient then felt faint, he vomited, and he presented positive ketone bodies. The patient was admitted to the hospital and treated with insulin. The patient was also treated with an insulin injection at home, before he went to the hospital. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.